Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.

Event description:
Patient reported right side rupture, pressure pain, and lymph node affected due to "leaking implant". Device remains implanted.

Event description:
Patient reporting rupture of the right device (diagnosed by ultrasound) ,pressure pain and lymph node affected due to "leaking implant". The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV.

Event description:
Healthcare professional later reported granuloma.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported capsular contracture baker grade IV on the right side and "iatrogenic intraoperative rupture" of the right device, diagnosed by an ultrasound and palpation. Patient reported pressure pain and lymph node affected due to "leaking implant". The device has been explanted and replaced with a non-allergan device.

Event description:
Physician reported capsular contracture baker grade iii on the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.